Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two right ventricular (rv) pacing leads encountered an increase in threshold. Both leads were capped, replaced and remains in the patient. No patient complications have been reported as a result of this event.